Manufacturer narrative:
Patient information not provided due to country privacy laws. Incident date currently not available. The initial reporter is located outside the u.s., and therefore initial reporter information is not provided due to country privacy laws. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun

Event description:
It was reported that the system tube shut down due to overheating during a stent fitting. The patient suffered a heart attack while being moved to another room. The customer confirmed that the stent was then able to be fitted as normal. No patient consequences are expected.

Manufacturer narrative:
The customer confirmed that the stent was successfully deployed after transfer of the patient to another system but patient¿s hospitalization was prolonged by 2 additional days due to this incident. Ge healthcare investigation has been completed. System logs were reviewed. Ge healthcare investigation of the defective x-ray tube showed a failed anode rotor and some melting of the anode confirming that the x-ray tube failed due to a worn rotor bearing initially causing intermittent stoppage of anode rotation which ended in complete failure of anode rotation. This x-ray tube age was 59 months at the time of failure. However, the x-ray tube life time specification is 18 months on average. There was no system malfunction as the failure of the x-ray tube was confirmed to be due to aging. No issue has been identified with the design and manufacture of the x-ray tube. Before failing, the x-ray tube may become noisier with more arcing. This type of failure generally does not result in advanced notice of the need for proactive replacement. The operating manual states that it is not always possible to determine when some components, such as x-ray tubes, are nearing the end of their operating life and warns the user to establish procedures for patient handling in case of loss of fluoroscopic imaging during an exam. The ge healthcare field service engineer replaced the x-ray tube and confirmed the system was fully functional since its replacement. Based on this analysis, no further action is required.